Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. However, the complaint behavior may potentially result in a dose to wrong location. This may potentially result in a series injury in case of a high dose treatment or if applied for several fractions. Probability: d (occasionally). A mistreatment may occur, if an absolute table setup is used and the table is moved at least two times from the planned table values. Not many clinics use an absolute table setup and the therapist is able to recognize the deviation from the intended position before accepting the incorrect values. However, it may occur that the therapist applies the incorrect table positions for treatment of one fraction. No other products are affected. A final corrective action decision and subsequent action is pending further investigation.

Event description:
A potential product issue has been identified with our artiste accelerator and its associated component syngo rt therapist connect/mosaiq rtt version 4.2. In the abundance of caution this issue is being reported. There has been no mistreatment, injury or adverse event reported. The (B)(4) version is 4.2.94/po1. Artiste v12.0.25-ccn. When the customer creates setup fields, the calculated correction will be transferred to the table. (Here everything is o.k.). When the customer makes an image, calculates a second necessary correction of the table and wants to transfer the new parameters of the table from rtt to the table, the calculated position of the table by the rtt is in this case correct however, the transfer of the data to the table is incorrect. There has been no mistreatment or injury reported.